Event description:
Information was rec'd that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Reportedly, the pt began experiencing high blood glucose levels the day before. She woke up the next day, her blood glucose was >500 mg/dl. She was transported to the hosp and was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.